Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it remains implanted. The device history record (DHR) review cannot be completed because the serial number remains unknown. No additional patient information is available. Echo records have not been made available. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. Based on the available information, we are unable to confirm the clinical comments.

Event description:
Edwards received information that a 21mm aortic bioprosthetic valve, implanted in the aortic position in a (B)(6) female patient, exhibited severe aortic regurgitation at one (1) month and at three (3) years, six (6) months after implant. Other patient comorbidities reported included coronary artery disease with percutaneous stenting x6 and CABG x3 with her avr. Reported patient symptoms included mild dyspnea on exertion that progressed gradually to chest tightness and sudden dyspnea. Device remains implanted. No surgical or medical intervention is planned at this time.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case, the device was not returned to edwards for analysis as it remains implanted. The clinical statements cannot be confirmed and the root cause for pvl of this device remains indeterminable. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received on 04/16/15 indicated that patient's prosthetic valve has paravalvular leak with mild to moderate aortic regurgitation. Patient was reported to be okay and intervention was not indicated or required.

Event description:
Additional information received on a later date indicated that patient went in for a follow up visit. It was noted that patient had dyspnea on exertion and insomnia. Surgical intervention has not been indicated or required.